Event description:
This lead was an attempted implant on (B)(6) 2011. The lead helix would not fully extend, so the physician asked for a different lead of same type. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).